Event description:
The user facility reported a knight chemical dosing system was leaking detergent. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the device and found the solenoid valve was stuck in the closed position, causing pressure to build up within the line and detergent to leak out at the plastic elbow connection. The technician installed a new solenoid valve; the device was tested, confirmed operational and returned to service.